Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (5.0 mg/ml at 0.9143 mg/day) and bupivacaine (5.0 mg/ml at 0.9143 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and other chronic/intractable pain (trunk/limbs). It was reported the pump inversion occurred. Examination on (B)(6) 2012 gave results of a flipped pump. Intervention on (B)(6) 2013 included a catheter evaluation. No patient symptoms were reported. The outcome of the event was noted as unresolved with no further action planned. The etiology of the event was noted as related to the device or therapy and possibly related to the implant procedure. No further complications were anticipated/reported.